Event description:
Device 1 of 3. Reference MFR report number 1627487-2013-20105, 1627487-2013-20106. The patient has two leads of the same lot number. It was reported the patient had tenderness and burning at the ipg site. The patient was seen by the physician for an evaluation. Oral antibiotics were prescribed for 2 weeks. Follow-up revealed the patient was seen in the physician's office on 08/26/2013 still reporting burning at the ipg site. Reprogramming captured effective stimulation on the right side of the face (off-label use). However, the ipg site is sore near the right side of the chest and the wires in the neck feel tight when the head is turned. Surgical intervention is pending at a future date.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.